Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 100% stenosed target lesion was located in the severely calcified distal right coronary artery. The physician pre-dilated the target lesion using a non-bsc balloon. Then the physician was unable to cross the target lesion using a 2.5x16mm promus element stent. Upon removal, the physician observed that the stent was flared. No patient complications were reported and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: an examination identified distal stent damage. Stent strut rows 1 to 3 were misaligned. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 100% stenosed target lesion was located in the severely calcified distal right coronary artery. The physician pre-dilated the target lesion using a non-bsc balloon. Then the physician was unable to cross the target lesion using a 2.5x16mm promus element stent. Upon removal, the physician observed that the stent was flared. No patient complications were reported and the procedure was completed with another of the same device.

Manufacturer narrative:
Device is combination product. (B)(4).